Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address failed right hip resurfacing. Revision note states reported of synovial hypertophy, neck thinning around the base of the implant but no signs of failure on the femoral side. The acetabular side was no bony ingrowth and was only fibrously ingrown. Surgical pathology reported of soft, triable, tan-brown soft tissue. Clinical notes reported of elevated metal ion levels as well as bone scan showed increased uptake around the acetabular component concerning for loosening. Patient is negative for infection. There were no laboratory values provided for elevated metal ions

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records for reportability, clinic visit indicated sharp,dull pain,and moderate limp.